Event description:
Procedure: radiofrequency ablation. Reportedly during use, the insulation coating on the device pealed off. A small minor burn was noticed on the tissue approximate to the site of the device. The burned area was cooled.